Event description:
Device didn't work as instruction pamphlet states. After injecting the insulin a diamond or arrow should appear in dose window that should be accompanied by a "click" but this did not happen. In addition, rptr feels the symbols aren't big enough or clear enough. They are very difficult to see. MFR was notified and is aware of the problem and that pamphlet is incorrect. The instructions given by MFR were different than those contained in the instructions pamphlet. Rptr feels this is terribly irresponsible and that device is unsafe. According to rptr, MFR recognizes that pen itself is faulty and is planning a correction but has not done so yet. According to rptr, MFR is planning no recall or alert. MFR stated that "you don't always hear the click" but this is not in the pamphlet. In addition, the glass of the syringe has cracked within one week of use. Device was kept in the case according to instructions. MFR did offer to reimburse rptr for device but rptr feels that this is simply not enough. Rptr feels device is dangerous.